Event description:
According to the reporter, during a gastroplasty laparoscopic procedure, the stapler broke off. They have replaced the product to complete the case. Patient was alive with no injury.